Event description:
It was reported that these scissors did not pass testing at the account and were not permitted for surgery.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.